Manufacturer narrative:
The technician found the left siderail cable was damaged by the siderail latching mechanism. He replaced the siderail cable and control switch membrane to repair the bed.

Event description:
Information received indicates the head section actuator moves when the siderail is raised or lowered.